Event description:
It was reported the device was at 2.85v, with no pacing. Device replacement was recommended; however, the patient had left the country. Additional information received indicated that the device was replaced due to possible premature battery depletion. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4) a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported the device was at 2.85v, with no pacing. Device replacement was recommended; however, the patient has left the country and the device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.